Event description:
It was reported delayed button response. There was no adverse impact to the customer¿s blood glucose level. The customer declined a call back from technical support, and no further information was provided regarding the resolution of the issue.